Event description:
The dealer was charging the chair and the unit was turned off. The dealer turned the unit on while still charging, and the screen flickered and smoke allegedly came out. No injury is alleged.

Manufacturer narrative:
Retrospective review of this file based on (B)(4) determined this is an MDR. Initial (B)(4) issued mfg report #1525712-2011-00604. Visual inspection: the joystick's housing had evidence of scratches, the sd card slot rubber protective cover was missing. The joystick's pcb had heat damage components. Functional inspection: the joystick was connected to a known good joystick cable, controller, set of motors, and batteries. The joystick would not power up. Complaint of joystick malfunctioning and having heat damage was confirmed. The product was returned and a full evaluation was conducted by invacare returns team. Replacement joystick was sent. (B)(4) was initiated for this issue. Model tdxspree serial number (B)(4) is approximately 1 year old. User manual part number 1149267 rev e (jun-10) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 12: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumers technique for charging the batteries is unknown. The following warnings and cautions are provided for recharging the batteries: "warning - never attempt to recharge the batteries by attaching cables directly to the battery terminals or clamps. Always use the recharging plug located on the front of the joystick. Do not sit in the wheelchair while charging the batteries. Do not attempt to recharge the batteries and operate the power wheelchair at the same time. During use and charging, unsealed batteries will vent hydrogen gas which is explosive in the right concentration with air. Caution - always charge new batteries before initial use or battery life will be reduced. Warning - never leave the charger unattended when the breaker has tripped. A fault condition exists. Unplug and discontinue using immediately. Contact an invacare dealer."

Manufacturer narrative:
RMA (B)(4) was initiated for this issue. Model tdxspree serial number (B)(4) is approximately 1 year old. User manual part number 1149267 rev e (jun-10) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 12: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumer's technique for charging the batteries is unknown. The following warnings and cautions are provided for recharging the batteries: "warning - never attempt to recharge the batteries by attaching cables directly to the battery terminals or clamps. Always use the recharging plug located on the front of the joystick. Do not sit in the wheelchair while charging the batteries. Do not attempt to recharge the batteries and operate the power wheelchair at the same time. During use and charging, unsealed batteries will vent hydrogen gas which is explosive in the right concentration with air. Caution - always charge new batteries before initial use or battery life will be reduced. Warning - never leave the charger unattended when the breaker has tripped. A fault condition exists. Unplug and discontinue using immediately. Contact an invacare dealer."

Event description:
The dealer was charging the chair and the unit was turned off. The dealer turned the unit on while still charging, and the screen flickered and smoke allegedly came out. No injury is alleged.